Event description:
It was reported that at the end of the implant procedure, high, out of range, high voltage lead impedance was observed. The position of the lead was good and the lead remains implanted. The high voltage lead impedance alert was programmed off and the impedance will be assessed at the next patient follow-up. The patient condition was good before and after the event.